Manufacturer narrative:
Additional information added; d.10. The customer¿s report that residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The vialshields and texium syringe were visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium or smartsite vialshields. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and smartsite vialshields. The customer did not send in the texium infusion set. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Docetaxel residue was found on the smartsite of (3) three 20mm vialshields after drawing up drug, and disconnecting the texium bonded syringe from the vialshields. Docetaxel residue was found on the smartsite bag access of the texium infusion set after injecting docetaxel into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: qty 3 - docetaxel 80mg/4ml, actavis ndc 45963-765-52, lot 92b5018 exp 3/21. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Docetaxel residue found on the smartsite of three 20mm vialshields after drawing up drug and disconnecting the texium bonded syringe from the vialshields. Docetaxel residue found on the smartsite bag access of the texium infusion set after injecting docetaxel into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.